Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as a diluent leak of less than 50cc on the instrument. The instrument generated error conditions of partial aspiration codes and diluent comparison errors. The fluid leaked onto the counter. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) performed troubleshooting with the customer and asked the customer to prime diluent with right side door open, watching for leaks. The customer noted a leak at pinch valve - pv49 in the top blue stripped diluent supply tubing. The customer found the correct pinch valve clip and spare blue stripe tubing and replaced the tubing. Start-up and controls were performed with all results in range and no noted errors. Failure mode: leak in blue stripped tubing at pv49 which needed to be replaced. The instrument provided partial aspiration codes and diluent comparison errors to alert the operator to an instrument problem in the automatic mode. (B)(4).